Event description:
On (B)(6) 2011 the lay user/patient in (B)(6) contacted lifescan to report an unknown issue with the one touch veriopro meter. The patient reported no symptoms and did not report any medical attention.

Manufacturer narrative:
If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.